Event description:
The hcp reported that the pt was very spastic and not getting good relief. The hcp reported that the pt had relief of symptoms during trial with a 50 mcg bolus. The initial dosing was 50 mcg/day of 500 mcg/ml. The dose was slowly titrated to 375 mcg/day. Estimated reservoir volume was 3.2 ml; actual reservoir volume was 24 ml. A dye study was to be performed to verify catheter patency.